Manufacturer narrative:
The factory has not yet received the device for evaluation and the complaint is still under investigation.

Event description:
The customer reported that the device was displaying a recurring system failure, cycle power error message.